Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a brief episode of hyperglycemia reported at 200 mg/dl after treating an urgent low-soon alert and likely overtreating with multiple glucose tablets while using the ilet with an inset infusion set and fsl3+ continuous glucose monitor (cgm); this represents an improper or incorrect use procedure, and no device component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication intervention in the form of carbohydrate intake and cautious dosing guidance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with failure to follow instructions for treating impending hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Blood glucose subsequently regulated and the user planned to monitor and announce meals when appropriate.